Manufacturer narrative:
The lot was manufactured february 22, 2018 - february 23, 2018. The device was received for evaluation containing no fluid in the bladder. Visual inspection revealed no abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse at all. This was noted during patient infusion. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.